Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba and the motor controller (mc) pcba revealed no evidence of damage or contamination. The power management (pm) pcba and motor controller (mc) pcba were installed in an fi test ventilator. The test ventilator powered up from ac, delivered breaths and the ac led indicator turned on. However, the test ventilator displayed the check ventilator diagnostic error codes 1117, 1118, 111b, 111d and 1127. During debugging, the motor controller (mc) pcba u10 (half-duplex m-lvds transceiver) pin 3 output was found at 2.5v when it should be at 0v. The u10 transceiver was replaced on the mc pcba. The motor controller (mc) pcba and power management (pm) pcba were reinstalled in the fi test ventilator, powered up into normal ventilation mode and deliver breaths. The ac led indicator turned on and no check ventilator diagnostic errors were logged. The ventilator operated for 2 hours during which time post was executed 25 times without generating any failures the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.the motor controller (mc) pcba u10 component failure created the 1117, 111d, 111b, 1127 and 1118 error codes.

Event description:
A review of the drpt showed the 3.3v supply failed, the 5v supply failed and the 35v supply failed, also the motor control pcba adc failed and the ovp circuit failed. There was no patient involvement.